Event description:
It was reported by service report that the side rail weld was broken presenting sharp edges and the side rail could not be latched up. No pt involvement or adverse consequences are reported.